Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient mentioned a non (B)(6) implant they had three years ago from axonics that they have on their spine that didn't work. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).